Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can only have low-dose fluoroscopy and no exposure. Upon functional testing, fse checked the self-check lamp of the roco board reported an error and found roco board defective. The fse replaced the roco board. After replacement of the roco board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system can only have low dose x-ray, exposure failed. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.